Event description:
A report of a precision system explant was received. The patient could not remember any details of the explant and the implanting physician is no longer in contact with the patient and does not have any details of the explant.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.